Event description:
It was reported that the patient presented for an implant procedure. During the procedure, this lead was being placed in right ventricular (rv), however the lead could not be advanced into rv and was unable to be implanted. The physician then tried implanting this lead in the atrium and the lead exhibited low sensing and had no clear current of injury; the lead was unable to be placed in a stable location. The lead was not used, and a new lead was implanted in the rv. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had low r-wave sensing measurements, had failed to be advanced into the stylet was unable to be implanted. The lead was not used, and a new lead was implanted. The patient was in stable condition.